Event description:
The implant position was a transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. Update to b5, b7, and h3. The 23mm sapien 3 valve was returned for examination. A visual examination confirmed the complaint post-implant host tissue. Visual examination found that the host tissue growth was present covering the frame, all leaflet commissures, and the inflow. The majority of the host tissue covers c1, cp1, c2, and cp2 areas. A large piece of tissue appears to overhang on the outflow. The leaflets are stiffened but pliable. Mild calcium can be seen on one of the leaflets. The valve (frame) was deformed and crushed, which was likely due to device explant. No functional or dimension testing was able to be performed due to the condition of the device. The following instructions for use (IFU) were reviewed: commander ds for s3, based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the complaint history did not identify any manufacturing non-conformities that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Host-tissue, pannus refers to nonstructural dysfunction, characterized by a bioreaction in response to prosthetic valves, with the exact etiology not well understood. Multiple coexisting factors may be involved in pannus formation such as surgical technique, thrombus organization from inadequate anticoagulation, infection, and wall shear stress. The effect of pannus formation on the valve's performance hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the valve may interfere with device functionality due to restricted leaflet motion or narrowing of the effective valve orifice, thereby contributing to elevated gradients. Per evaluation of the returned valve, host tissue/pannus covers a significant area of the valve including frame, inflow, and leaflet commissures. Presence of the dense layer of host tissue on the inflow of the valve narrows the valve and restricts the valve area, and the presence of pannus on leaflet commissures can impact leaflet coaptation. All these factors can contribute to the reported increased gradient. In this case, while the exact etiology of pannus formation is not known, available information suggests patient factors (inflammatory reaction) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in australia, approximately 3 years and 4 months post valve implant using a 23mm sapien 3 valve, the valve was explanted and replaced with inspiris due to calcification. At this time follow-up attempts are being made to obtain implant position. The valve will be returned for examination.